Event description:
Injection of synvisc one into knee. Resulting in severe joint effusion and inability to bend knee or walk within 2 days. Swelling did not subside. Prior to injection I had a full range of motion with some pain but minor effusion. After injection pain was unbearable and swelling was massive. Ultimately the synvisc one had to be drained after 2 months and kenalog injected. Finally arthroscope was done and then the damage was much more worse than originally on the MRI as a result of the swelling and damage from the synvisc one injection. Frequency: once/ 6 months. Dates of use: (B)(6) 2011. Reason for use: premature arthritis.